Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported a patient undergoing post-operative cardiothoracic surgery was implanted with an impella rp flex device for mechanical circulatory support. During support, the patient had access site bleeding, which was resolved with an additional suture. In addition, the device's motor current temporarily tripled, and pump flows decreased by 1l/sec, suggesting clot ingestion. The team then explanted the pump, and after explant, the patient started on dobutamine and is stable.

Manufacturer narrative:
The investigation of access site bleeding, low pump flow, and thrombus has been completed. The impella device was not returned for evaluation. Access site bleeding - major: clinical noted the access site began oozing and required a suture. No additional information related to how bleeding occurred was provided. The root cause of the access site bleeding - major was not determined as insufficient clinical information was provided low pump flow: clinical mentioned reduced pump flows with suspect clot ingestion. The data logs show a motor current spike on (B)(6) with speed deviation and a shift in placement signal. There was also a drop in flow at instant of motor current spike. The identified pattern is characteristic of an ingestion. The root cause of the low pump flow was most likely biomaterial as evidenced by ingestion pattern observed in the data logs thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined".